Event description:
Paramedics were using the device to administer pacing therapy to a pt, data not reported. Reportedly, the pacer would spontaneously shut off enroute to the hosp. The operator successfully reinitiated pacing each time. The pacer reportedly shut off repeatedly during the use. Pt care was continued with a hosp device of same model. The reporter stated there was no adverse affect to the pt resulting from the failure, due to continued use of the device to administer therapy. The pt was reported to be 'fine'.